Event description:
The event occurred in another country was reported to the manufacturer by the distributor. The event was described to the distributor verbally by the nursing staff. The physician was bending the tip of straight cannula to create a curve despite nursing staff requesting him not to bend the straight cannula, as it was instructed in the IFU that the cannula should not be bent and/or modified. He broke the tip off one cannula while bending the tip in preparation of doing procedure. He stopped bending the tip and completed this and two other procedures without event. The nurses didn't notice if he tried bending the tip again prior to commencing the procedure involving the event. The physician reported the above and stated he didn't bend the cannula prior to the procedure with the event. He had completed a lesion and was relocating the cannula in the patient when he noticed it felt strange and under fluoroscopy noticed 9mm of the tip had broken off. He stated he was unable to retrieve the remaining tip and left it in the patient. The physician verbally reports he has reviewed the patient and to date has suffered no complications.

Manufacturer narrative:
The manufacturer will closely monitor such complaints and conduct a trend analysis if any such complaints are received. The user will be reminded of the safety precautions pertaining to the use of the baylis rf cannula with radiopaque bands. If many such incidents are reported, the manufacturer may issue an advisory notice to all the users to stress the precautions already mentioned in the IFU and to reinforce the fact that the cannula should be used according to the IFU.